Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The patient was contacted and the pairing was restored. There were no patient consequences reported.